Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse has reported the system would not prime before a combined cataract/vitrectomy procedure. The patient was on the table and under anesthesia at the time. The surgery was canceled with no harm to the patient.